Event description:
It was reported that dual electrogram behavior was seen on the patient's transmission. The patient was in the emergency room to rule out atrial fibrillation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.